Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 2.8 mmol/l which was treated with food and blood glucose level at the time of call was 9 mmol/l. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. Customer stated that insulin pump was exposed to high magnetic field. The insulin pump will not be returned for analysis.